Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and functional analysis was performed on the returned devices. The reported difficulty removing from the guide wire was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the difficulties were likely due to case circumstances. It is likely that the clearance between the guide wire lumen of the armada 18 otw and the guide wire became reduced causing resistance. Further attempts to move the bdc from the guide wire likely caused the devices to become frozen together resulting in difficulty removing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the popliteal artery that was heavily calcified. The armada 18 4 x 100 mm percutaneous transluminal angioplasty balloon was inflated twice for treatment. During removal, there was resistance with the non-abbott guide wire and both devices were removed as a single unit. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.